Manufacturer narrative:
The product was disposed of by the hospital and is no longer available for return. Without the return of the device, the root cause of the problem cannot be determined. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns. The hospital disposed of the device.

Event description:
The patient was undergoing a coil embolization procedure in the splenic artery using a lantern delivery microcatheter (lantern). During the procedure, while attempting to re-advance the lantern into the base catheter with no mention of resistance, the fellow inadvertently kinked the lantern near the hub. Therefore, the lantern was removed and the procedure was successfully completed using the same base catheter, a new lantern and ruby coils. There was no report of an adverse effect to the patient.